Event description:
It was reported that the patient's atrial lead had fractured and exhibited high impedance. A capture test could not be performed. The lead was explanted and replaced on (B)(6) 2017. Procedure concluded with no complications and patient was doing fine.